Event description:
The hosp reported a patient awareness case. There was no reported patient injury.

Manufacturer narrative:
(B)(4) investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.